Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings after having surgery. The customer's blood glucose levels ranged from 200 to 415 mg/dl. The customer performed troubleshooting and found one air bubble in the tubing. Customer changed out the entire set. Nothing was replaced or returned.